Manufacturer narrative:
Patient ref. # (B)(4). This report is for an unk - screw: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: synthes employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient went thorough an adverse incident with 3 mini plates and 6 implanted screws. (B)(6) 2012 the patient presented a small asymmetry in the plasty psi, as well as in one of the screws of the titanium lower plate that had been released. The same cranioplasty is replaced again, but 4 months later another of the screws is released with the result of another intervention and has an infection altering the bone and osteosynthesis material. Patient was re-operated by placing the same plasty psi and using a greater number of plates to ensure anchoring on (B)(6) 2012. In (B)(6) 2014 a skin lesion occurs due to continuous rubbing by a screw and intervened again with the same plasty procedure. But it does not fit properly. In (B)(6) 2018 the patient underwent a surgery to replacement of 6 new screws. The patient was experienced infection, non-union, allergic reaction, pain, and osteoporosis, etc. This is report 6 of 9 for (B)(4).